Manufacturer narrative:
The reported event of oversensing could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
It was reported during implant procedure, after connecting lead into implantable cardioverter defibrillator (ICD) header noise oversensing was noted. After testing lead it was found that the issue was due to ICD. The ICD was not implanted, and procedure was completed using alternate ICD on (B)(6) 2025. The patient was stable.